Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown. Product type: lead. Product ID: neu_unknown_lead, lot# unknown. Product: type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial started (B)(6) 2020. They reported that they pulled their lead on (B)(6) 2020 and since then, they were no longer able to void at all. Since pulling their leads out, they were back to catching themselves daily. They also stated that the programmer was no longer working. It was noted that their healthcare professional and manufacturer representative were aware that they had pulled their leads out.